Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of not detecting a closed door, which was reproduced. The messages were found to be caused by a failed upper hook switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.